Event description:
No additional information was provided. Material #: mpx5300-c, batch #: 23069182. It was reported by customer that the plastic connector crack. Tubing detached from injection port during a surgery case and was found by nursing staff after the patient was asleep and medication was leaking out. Verbatim: complaint received via email. Email(s) attached. Product is faulty. Plastic connector going to the patient crack making it unusable. Tubing detached from injection port during a surgery case and was found by nursing staff after the patient was asleep and medication was leaking out. This is a big patient safety issue with this product. Response received 01 nov 2023. - are you able to provide the date of the event in the format of dd-mm-yyyy? No, product feedback forms were submitted by xxx staff; - how was the patient outcome? Are there any clinical signs, health consequences or impact? No; - did the event involve an urgent/life threatening medical situation? No; - did the event cause permanent impairment of a body function? No; - did the event require medical or surgical intervention? No; - did the event cause permanent damage of a body structure? No; - any sample or photo available for investigation? No.

Manufacturer narrative:
It was reported by customer that the plastic connector cracked. No product or photo was returned by the customer. The customer complaint of adapter / connector defective / damaged could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review for model mpx5300-c lot number 23069182 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 13jun2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd maxplus pressure rated extension set with needleless connector and y-site was damaged and caused leak. The following information was received by the initial reporter with the verbatim: product is faulty. Plastic connector going to the patient crack making it unusable. Tubing detached from injection port during a surgery case and was found by nursing staff after the patient was asleep and medication was leaking out. This is a big patient safety issue with this product.